Event description:
The patient contacted animas on (B)(6) 2012 alleging that she has had to replace the battery in the pump every few days and the pump has been randomly powering off. The patient confirmed using lithium batteries in the pump. The patient denied damage to the battery compartment or battery cap and stated that the battery cap secures tightly to the pump without the yellow o-ring visible. The patient denied trauma to the pump and exposure to moisture. The patient reported that the pump powered off the day of the call to animas and stated that her blood glucose (bg) was in the 300 mg/dl range with no significant symptoms of hypoglycemia. The patient reported that she treated herself with manual injections of lantus for the elevated bg. The patient stated that the pump does not emit a low battery warning; alleging that the pump only emits the replace battery alarm or just powers off. Review of the alarm history by customer technical support revealed the pump alarmed for the battery to be replaced on (B)(6) 2012. There were no low battery alarms recorded in the history. The patient's reported elevated bg does not meet the criteria of a reported adverse event. This complaint is being reported because the allegation of the pump randomly powering off without any warnings or alarms remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed multiple replace battery alarms on the reported failure date related to a discharged battery; the black box also revealed an unacknowledged loss of prime alarm. During testing, the pump powered on normally. The pump current draws were tested and were found to be within specifications. The pump was opened to investigate and no damage was found to the power circuit.